Manufacturer narrative:
(B)(4).

Event description:
Procedure: umbilical, infraumbilical hernia repair (10cm x 10cm). According to the reporter: there was a report of the pt suddenly collapsing and dying at home. According to the principal investigator, there is not a relationship to the device. The surgical procedure was performed on (B)(6) 2011 with wound classification of contaminated, superficial incisional surgical site infecton. Used nonresorbable suture to fix the mesh. Discharged from the hospital: (B)(6) 2011. No complications were noted on visit dated (B)(6) 2011. On visit dated (B)(6) 2011, it was reported that the pt had been seen in the emergency room 5 times. Per the post-mortem rec'd, the pt's death was attributed to congestive cardiac failure due to mitral valve prolapse. Coronary artery disease is contributory to the pt's death.